Manufacturer narrative:
Based on the current information provided, the cause of the post-procedure pneumothorax cannot be determined. The physician did not believe the event was ion-related. There was no report of a device malfunction associated with the event. The patient had pulmonary comorbidities, and the lesion was peripheral and close to the pleura. System logs were not available for review.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax after the procedure. The physician believed that the pneumothorax was not ion related. The patient had pulmonary comorbidities, and the lesion was peripheral and close to the pleura. There was no device issues or alarms during the procedure and the procedure was completed as planned with no delays. A pig tail drain was placed, and the patient responded well to the intervention. The pig-tail was removed, and the patient was planned for discharge home. The patient was diagnosed with caseating granulomas, consistent with atypical mycobacterium infection. There was no device malfunction associated with the event.